Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the heavily tortuous mid circumflex (cx) artery. After placement of a non-abbott guide wire, pre-dilatation was performed with a 2.0x15mm trek balloon dilatation catheter (bdc). The 2.25x18mm xience prime stent delivery system (sds) was not prepped prior to use outside the patient's anatomy. The sds was successfully advanced to the target lesion and prepped inside the patient's anatomy. However, during the first inflation, the xience prime sds balloon ruptured at 8 atmospheres (atm) and the sds was removed without reported issue. The xience prime stent was not fully apposed to the vessel wall; therefore, post-dilatation was performed with a non-abbott bdc to fully appose the stent. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4): incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures or difficult to deploy from this lot. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. Based on the reviewed information, no product deficiency was identified.